Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. The alarm trace contained abnormal aspiration and sample-foam detection alarms. The customer stated that unidentified particulate matter was floating in the plasma sample. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue. The cause of the event could not be determined.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The field service engineer investigated the event and was unable to replicate it. He inspected the analyzer, including the fluidics and probe integrity; no issues were detected. He verified the analyzer's performance with successful precision checks and patient sample runs.the investigation is ongoing.

Event description:
The initial reporter received a questionable lactate dehydrogenase acc. Ifcc ver.2 (ldhi2) result for one patient sample tested on a cobas c 503 analytical unit. The initial result from the analyzer is 417 u/l. The repeat result from another c 503 analyzer is 240 u/l. The patient's assay results failed delta checks, prompting the rerun. The repeat result correlated with the patient's history and was deemed correct.